Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was above 50 years old. (B)(4).

Event description:
It was reported to boston scientific corporation that a truetome dreamwire 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during procedure, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second truetome dreamwire 44, using the same generator and active cord. There were no user injuries nor any patient complications reported as a result of this event.